Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit keeps popping off the ventilator device. The nursing staff is keeping the ventilator tube connected to the device by securing it with a rubber band. However, they are concerned that this may not be a recommended practice. The patient is a quadriplegic with sepsis and admitted in the intensive care unit. There was no patient harm reported.